Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - it was reported that the pt received inappropriate shocks about 6 months after the implantation. Afterwards, the ICD was reprogrammed. Six months later, the pt again received inappropriate shocks and the device system was explanted. The device and the lead were explanted. Pt refused a replacement.

Manufacturer narrative:
The analysis of the lead demonstrated multiple signs of abrasion and a damaged insulation. In particular at approx 31 cm distal to the is-1 connector pin the insulation was found rubbed through. The coating of the conductor cable was found damaged in this area. The conductor to the ring electrode was found damaged. This insulation damage can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Diagnostic images clarifying this assumption were not available for analysis. The analysis of the ICD revealed traces of lead abrasion on the ICD housing and that the large number of charging cycles was caused due to the detection of noise in the ventricular channel. This is consistent with the clinical observation as well as the outcome of the lead analysis. During further analysis the ICD proved to be fully functional. Especially, the sensing functions of the ICD were flawless. The analysis did not reveal any sign of a material or manufacturing problem.